Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. In (B)(6) 2014, the patient experienced cyst rupture ("cyst rupture"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and pain in extremity ("pain in hand"). The patient was treated with surgery (essure removal). Essure was removed in (B)(6) 2014. At the time of the report, the pelvic pain, pain in extremity and cyst rupture outcome was unknown. The reporter considered cyst rupture, pain in extremity and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported from social media: pelvic pain, pain in extremity, cyst rupture quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: f/u social media processed. Event medical device removal updated to pelvic pain. Events "cyst rupture" and "pain in my hands" were added. Essure therapy dates updated. On (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removed') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed in (B)(6) 2014. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported from social media : medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.